Event description:
Physio-control evaluated the device and found that it would not power on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the main pcb assembly and observed propper device operation through functional and performance testing. The device was returned to the customer for use.